Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube (s)') and device dislocation ('essure coil migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included migraine headache on (B)(6) 2006, status epilepticus petit mal on (B)(6) 2006, overweight, postural orthostatic tachycardia syndrome, antithrombin iii deficiency, difficulty in walking, temporomandibular joint dysfunction, rhinitis, cervical pap smear abnormal, breast lump, fibrocystic breast disease, antithrombin iii deficiency, habitual abortion, trauma, gravida, lupus anticoagulant positive, eye symptom, herpes zoster dermatitis of eyelid, sore throat, genital bleeding, uterine ablation, chiari malformation, craniotomy, muscle pain, paranasal sinus discomfort, sinus headache, fatigue, disorder coagulation, abdominal discomfort, stiff neck, light sensitivity to eye, sound sensitivity increased, sensation of heat, discomfort, heart pounding, loss of consciousness, peripheral neuropathy, crying, stress, sleep maintenance insomnia, vertigo, vision blurred, abdominal pain lower, blood in urine and abdominal bloating. *on (B)(6) 2014: sacroiliac joints series report: findings: there is normal osseous alignment and articulation without evidence of joint effusion or fracture. Bone mass appears preserved. Si joints without erosion, widening, or sclerosis. Sacral arcades are intact. Tailbone appears normal as imaged. Thin metallic wires are seen in the expected location of the fallopian tubes consistent with sterilization. Previously administered products included for sinus headaches: otc naproxen from (B)(6) 2008 to (B)(6) 2011, sudafed and tylenol; for birth control method: iud on (B)(6) 2007; for migraine: imitrex, depakote and baclofen; for an unreported indication: clarinex from (B)(6) 2008 to (B)(6) 2020, multivitamins [vitamins nos] from (B)(6) 2006 to (B)(6) 2018, paragard iud from (B)(6) 2007 to (B)(6) 2008, ortho-tri-cyclen 28 from (B)(6) 2006 to (B)(6)2006, ortho-tri-cyclen from 2003 to 2005 and otc anti infiammatories. Concurrent conditions included lower abdominal tenderness since (B)(6) 2014, abdominal cramps since (B)(6) 2014, eye pain since (B)(6) 2014, nasal congestion since (B)(6) 2014, lumbago since (B)(6) 2013, cervicalgia since (B)(6) 2013, painful joints since (B)(6) 2013, urinary tract infection since(B)(6) 2013, syncope since (B)(6) 2013, hypokalemia since (B)(6) 2012, dyspepsia since (B)(6) 2009, headache since (B)(6) 2007, pain of extremities, insomnia, rectal pain, ulnar nerve injury, sinusitis, diarrhea, ulnar nerve palsy, cubital tunnel syndrome, spondylitic myelopathy, fever, streptococcus pyogenes test positive, streptococcal sore throat, vomiting, weakness, diarrhoea haemorrhagic, painful defaecation, acute pharyngitis, emotional lability, dehydration, orthostatic hypotension, twitching, weight loss, cervical dysplasia, hypertension, dizziness, transient visual loss, eustachian tube dysfunction, swelling of hands, grip strength decreased, movements abnormal, eye swelling, sticky discharge from eye, red eye, eye pruritus, eye irritation, herpes eyelid, flu, rheumatic heart disease, musculoskeletal stiffness, chills, general body pain, unable to swallow, breathlessness, feeding disorder, allergy, gas evolution in intestine, ovarian cyst, kidney stone, pelvic discomfort, coccyx pain, mucous discharge, post coital bleeding, cervical discharge, endometriosis, dysuria, squamous cell metaplasia, adenomyosis and lightheadedness. Family history included ovarian cancer. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2015 for chiari malformation, norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 for haemorrhage nos, propranolol for headache, propranolol hydrochloride (inderal) for migraine as well as codeine phosphate;guaifenesin (gani-tuss nr) since (B)(6) 2008, ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015, levofloxacin (lovenox) from (B)(6) 2015 to (B)(6) 2015, naproxen sodium (aleve), paracetamol (acetaminophen) since (B)(6) 2008, potassium, rizatriptan benzoate (maxalt), steroids and vitamins nos (multivitamins). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural haemorrhage ("might have excessive bleeding during surgery"). The patient was treated with surgery ((B)(6) 2015 hysterectomy/bilateral salpingectomy-essure device:1 remaining in right ft. Other removed and total hysterectomy with bilateral salpinectomy). Essure was removed. At the time of the report, the fallopian tube perforation had resolved, the device dislocation, procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2005 and now (B)(6) 2008 as per pfs. Current weight 189 lbs. I suspect that there may be something wrong with the essure coil in the right since she describes the "electric jolt". Essure device was placed in the right tube 1 coil visible after complete deployment. 3 coils were visible from the left tubal ostia after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Abdomen scan - on (B)(6) 2015: moderate colonic stool. Bilateral essure coils appear to be within gross normal anatomic positioning and overall no bowel obstructive findings or acute process is seen.. Culture urine - on (B)(6) 2015: bacteriology result: growth 80,000 cfu/ml. Multiple organisms present probable contam. Human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2012: negative. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Status post essure procedure with no evidence of contrast entering the fallopian tubes or spillage into the peritoneal cavity.. Pathology test - on (B)(6) 2009: diagnosis 1. Fallopian tube (right), salpingectomy: no histopathologic abnormality. 2. Fallopian tube (left), salpingectomy: no histopathologic abnormality. Gross identification of "essure" coil. 3. Uterus, cervix, hysterectomy: 54 g specimens. Reactive squamous metaplasia. Benign endocervical mucosa. Adenomyosis. Thin attenuated endometrial lining. Gross description: 1. (Right fallopian tube) a dark purple to gray fallopian tube is 4.5 x 1 cm. 2. (Left fallopian tube with essure coil) a metal coil is 5 j( 0.1 cm. The tube is dark purple to gray and focally 4 x 0.7 cm. Ultrasound breast - on (B)(6) 2012: palpable abnormality corresponds to area of fibrocystic breast tissue. Ultrasound pelvis - on (B)(6) 2015: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were reported via medical record device migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube (s') and device dislocation ('essure coil migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included migraine headache on (B)(6) 2006, status epilepticus petit mal on (B)(6) 2006, overweight, postural orthostatic tachycardia syndrome, antithrombin iii deficiency, difficulty in walking, temporomandibular joint dysfunction, rhinitis, cervical pap smear abnormal, breast lump, fibrocystic breast disease, antithrombin iii deficiency, habitual abortion, trauma, gravida, lupus anticoagulant positive, eye symptom, herpes zoster dermatitis of eyelid, sore throat, genital bleeding, uterine ablation, chiari malformation, craniotomy, muscle pain, paranasal sinus discomfort, sinus headache, fatigue, disorder coagulation, abdominal discomfort, stiff neck, light sensitivity to eye, sound sensitivity increased, sensation of heat, discomfort, heart pounding, loss of consciousness, peripheral neuropathy, crying, stress, sleep maintenance insomnia, vertigo, vision blurred, abdominal pain lower, blood in urine and abdominal bloating. On (B)(6) 2014: sacroiliac joints series report: findings: there is normal osseous alignment and articulation without evidence of joint effusion or fracture. Bone mass appears preserved. Si joints without erosion, widening, or sclerosis. Sacral arcades are intact. Tailbone appears normal as imaged. Thin metallic wires are seen in the expected location of the fallopian tubes consistent with sterilization. Previously administered products included for sinus headaches: otc naproxen from (B)(6) 2008 to (B)(6) 2011, sudafed and tylenol; for birth control method: iud on (B)(6) 2007; for migraine: imitrex, depakote and baclofen; for an unreported indication: clarinex from (B)(6) 2008 to (B)(6) 2020, multivitamins [vitamins nos] from (B)(6) 2006 to (B)(6) 2018, paragard iud from (B)(6) 2007 to (B)(6) 2008, ortho-tri-cyclen 28 from (B)(6) 2006 to (B)(6) 2006, ortho-tri-cyclen from 2003 to 2005 and otc anti inflammatories. Concurrent conditions included lower abdominal tenderness since (B)(6) 2014, abdominal cramps since (B)(6) 2014, eye pain since (B)(6) 2014, nasal congestion since (B)(6) 2014, lumbago since (B)(6) 2013, cervicalgia since (B)(6) 2013, painful joints since (B)(6) 2013, urinary tract infection since (B)(6) 2013, syncope since (B)(6) 2013, hypokalemia since (B)(6) 2012, dyspepsia since (B)(6) 2009, headache since (B)(6) 2007, pain of extremities, insomnia, rectal pain, ulnar nerve injury, sinusitis, diarrhea, ulnar nerve palsy, cubital tunnel syndrome, spondylitic myelopathy, fever, streptococcus pyogenes test positive, streptococcal sore throat, vomiting, weakness, diarrhoea haemorrhagic, painful defaecation, acute pharyngitis, emotional lability, dehydration, orthostatic hypotension, twitching, weight loss, cervical dysplasia, hypertension, dizziness, transient visual loss, eustachian tube dysfunction, swelling of hands, grip strength decreased, movements abnormal, eye swelling, sticky discharge from eye, red eye, eye pruritus, eye irritation, herpes eyelid, flu, rheumatic heart disease, musculoskeletal stiffness, chills, general body pain, unable to swallow, breathlessness, feeding disorder, allergy, gas evolution in intestine, ovarian cyst, kidney stone, pelvic discomfort, coccyx pain, mucous discharge, post coital bleeding, cervical discharge, endometriosis, dysuria, squamous cell metaplasia, adenomyosis and lightheadedness. Family history included ovarian cancer. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2015 for chiari malformation, norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 for haemorrhage nos, propranolol for headache, propranolol hydrochloride (inderal) for migraine as well as codeine phosphate;guaifenesin (gani-tuss nr) since (B)(6) 2008, ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015, levofloxacin (lovenox) from (B)(6) 2015 to (B)(6) 2015, naproxen sodium (aleve), paracetamol (acetaminophen) since (B)(6) 2008, potassium, rizatriptan benzoate (maxalt), steroids and vitamins nos (multivitamins). ( 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural haemorrhage ("might have excessive bleeding during surgery"). The patient was treated with surgery (B)(6) 2015 hysterectomy/bilateral salpingectomy-essure device:1 remaining in right ft. Other removed and total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation had resolved, the device dislocation, procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2005 and now (B)(6) 2008 as per pfs. Current weight 189 lbs. I suspect that there may be something wrong with the essure coil in the right since she describes the "electric jolt". Essure device was placed in the right tube 1 coil visible after complete deployment. 3 coils were visible from the left tubal ostia after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Abdomen scan - on (B)(6) 2015: moderate colonic stool. Bilateral essure coils appear to be within gross normal anatomic positioning and overall no bowel obstructive findings or acute process is seen. Culture urine - on (B)(6) 2015: bacteriology result: growth 80,000 cfu/ml. Multiple organisms present probable contam. Human chorionic gonadotropin - on 20-jan-2009: negative; on (B)(6) 2012: negative. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Status post essure procedure with no evidence of contrast entering the fallopian tubes or spillage into the peritoneal cavity. Pathology test - on (B)(6) 2009: diagnosis 1. Fallopian tube (right), salpingectomy: no histopathologic abnormality. 2. Fallopian tube (left), salpingectomy: no histopathologic abnormality. Gross identification of "essure" coil. 3. Uterus, cervix, hysterectomy: 54 g specimens. Reactive squamous metaplasia. Benign endocervical mucosa. Adenomyosis. Thin attenuated endometrial lining. Gross description: 1. (Right fallopian tube) a dark purple to gray fallopian tube is 4.5 x 1 cm. 2. (Left fallopian tube with essure coil) a metal coil is 5 j( 0.1 cm. The tube is dark purple to gray and focally 4 x 0.7 cm. Ultrasound breast - on (B)(6) 2012: palpable abnormality corresponds to area of fibrocystic breast tissue. Ultrasound pelvis - on (B)(6) 2015: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were reported via medical record device migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-apr-2020: processed fu3 and 4 together. Event fallopian tube perforation was added. Indication of ibuprofen was added. Naproxen and multivitamins dates were added. Otc vitamin b12 was deleted. Seriousness criteria for previously reported event procedural hemorrhage updated to non serious . On 8-apr-2020: no new information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube (s)') and device dislocation ('essure coil migration/migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included migraine headache on (B)(6) 2006, status epilepticus petit mal on (B)(6) 2006, overweight, postural orthostatic tachycardia syndrome, antithrombin iii deficiency, difficulty in walking, temporomandibular joint dysfunction, rhinitis, cervical pap smear abnormal, breast lump, fibrocystic breast disease, antithrombin iii deficiency, habitual abortion, trauma, gravida, lupus anticoagulant positive, eye symptom, herpes zoster dermatitis of eyelid, sore throat, genital bleeding, uterine ablation, chiari malformation, craniotomy, muscle pain, paranasal sinus discomfort, sinus headache, fatigue, disorder coagulation, abdominal discomfort, stiff neck, light sensitivity to eye, sound sensitivity increased, sensation of heat, discomfort, heart pounding, loss of consciousness, peripheral neuropathy, crying, stress, sleep maintenance insomnia, vertigo, vision blurred, abdominal pain lower, blood in urine and abdominal bloating. On (B)(6) 2014: sacroiliac joints series report: findings: there is normal osseous alignment and articulation without evidence of joint effusion or fracture. Bone mass appears preserved. Si joints without erosion, widening, or sclerosis. Sacral arcades are intact. Tailbone appears normal as imaged. Thin metallic wires are seen in the expected location of the fallopian tubes consistent with sterilization. Previously administered products included for sinus headaches: otc naproxen from (B)(6) 2008 to (B)(6) 2011, sudafed and tylenol; for birth control method: iud on (B)(6) 2007; for migraine: imitrex, depakote and baclofen; for an unreported indication: clarinex from (B)(6) 2008 to (B)(6) 2020, multivitamins [vitamins nos] from (B)(6) 2006 to (B)(6) 2018, paragard iud from (B)(6) 2007 to (B)(6) 2008, ortho-tri-cyclen 28 from (B)(6) 2006 to (B)(6) 2006, ortho-tri-cyclen from 2003 to 2005 and otc anti infiammatories. Concurrent conditions included lower abdominal tenderness since (B)(6) 2014, abdominal cramps since (B)(6) 2014, eye pain since (B)(6) 2014, nasal congestion since (B)(6) 2014, lumbago since (B)(6) 2013, cervicalgia since (B)(6) 2013, painful joints since (B)(6) 2013, urinary tract infection since (B)(6) 2013, syncope since (B)(6) 2013, hypokalemia since (B)(6) 2012, dyspepsia since (B)(6) 2009, headache since (B)(6) 2007, pain of extremities, insomnia, rectal pain, ulnar nerve injury, sinusitis, diarrhea, ulnar nerve palsy, cubital tunnel syndrome, spondylitic myelopathy, fever, streptococcus pyogenes test positive, streptococcal sore throat, vomiting, weakness, diarrhoea haemorrhagic, painful defaecation, acute pharyngitis, emotional lability, dehydration, orthostatic hypotension, twitching, weight loss, cervical dysplasia, hypertension, dizziness, transient visual loss, eustachian tube dysfunction, swelling of hands, grip strength decreased, movements abnormal, eye swelling, sticky discharge from eye, red eye, eye pruritus, eye irritation, herpes eyelid, flu, rheumatic heart disease, musculoskeletal stiffness, chills, general body pain, unable to swallow, breathlessness, feeding disorder, allergy, gas evolution in intestine, ovarian cyst, kidney stone, pelvic discomfort, coccyx pain, mucous discharge, post coital bleeding, cervical discharge, endometriosis, dysuria, squamous cell metaplasia, adenomyosis and lightheadedness. Family history included ovarian cancer. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2015 for chiari malformation, norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 for haemorrhage nos, propranolol for headache, propranolol hydrochloride (inderal) for migraine as well as codeine phosphate;guaifenesin (gani-tuss nr) since (B)(6) 2008, ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015, levofloxacin (lovenox) from (B)(6) 2015 to (B)(6) 2015, naproxen sodium (aleve), paracetamol (acetaminophen) since (B)(6) 2008, potassium, rizatriptan benzoate (maxalt), steroids and vitamins nos (multivitamins). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage ("might have excessive bleeding during surgery"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2015 hysterectomy/bilateral salpingectomy-essure device:1 remaining in right ft.other removed and total hysterectomy with bilateral salpinectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the device dislocation, procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2005 and now (B)(6) 2008 as per pfs. Current weight 189 lbs. I suspect that there may be something wrong with the essure coil in the right since she describes the "electric jolt". Essure device was placed in the right tube 1 coil visible after complete deployment. 3 coils were visible from the left tubal ostia after deployment. Patient received treatment for bladder problems, urinary problems, bladder infections, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Abdomen scan - on (B)(6) 2015: moderate colonic stool. Bilateral essure coils appear to be within gross normal anatomic positioning and overall no bowel obstructive findings or acute process is seen. Culture urine - on (B)(6) 2015: bacteriology result: growth 80,000 cfu/ml. Multiple organisms present probable contam. Human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2012: negative. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Status post essure procedure with no evidence of contrast entering the fallopian tubes or spillage into the peritoneal cavity. Pathology test - on (B)(6) 2009: diagnosis 1.fallopian tube (right), salpingectomy: no histopathologic abnormality. 2. Fallopian tube (left), salpingectomy: no histopathologic abnormality. Gross identification of "essure" coil. 3. Uterus, cervix, hysterectomy: 54 g specimens. Reactive squamous metaplasia. Benign endocervical mucosa. Adenomyosis. Thin attenuated endometrial lining. Gross description: 1. (Right fallopian tube) a dark purple to gray fallopian tube is 4.5 x 1 cm. 2. (Left fallopian tube with essure coil) a metal coil is 5 j( 0.1 cm. The tube is dark purple to gray and focally 4 x 0.7 cm. Ultrasound breast - on (B)(6) 2012: palpable abnormality corresponds to area of fibrocystic breast tissue. Ultrasound pelvis - on (B)(6) 2015: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were reported via medical record device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: bladder problems, urinary problems, bladder infections, vaginal infections, vaginal discharge, event outcome and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migration') and procedural haemorrhage ('might have excessive bleeding during surgery') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included migraine headache on (B)(6) 2006, status epilepticus petit mal on (B)(6) 2006, overweight, postural orthostatic tachycardia syndrome, antithrombin iii deficiency, difficulty in walking, temporomandibular joint dysfunction, rhinitis, cervical pap smear, breast lump, fibrocystic breast disease, antithrombin iii deficiency, habitual abortion, trauma, pregnancy, lupus anticoagulant, eye symptom, (B)(6) dermatitis of eyelid, sore throat, genital bleeding, uterine ablation, chiari malformation, craniotomy, muscle pain, paranasal sinus discomfort, sinus headache, fatigue, coagulation disorder nos, abdominal discomfort, stiff neck, light sensitivity to eye, sound sensitivity increased, sensation of heat, discomfort, heart pounding, loss of consciousness, peripheral neuropathy, crying, stress, sleep maintenance insomnia, vertigo, vision blurred, abdominal pain lower, blood in urine and abdominal bloating. On (B)(6) 2014: sacroiliac joints series report: findings: there is normal osseous alignment and articulation without evidence of joint effusion or fracture. Bone mass appears preserved. Si joints without erosion, widening, or sclerosis. Sacral arcades are intact. Tailbone appears normal as imaged. Thin metallic wires are seen in the expected location of the fallopian tubes consistent with sterilization. Previously administered products included for birth control method: iud on (B)(6) 2007; for migraine: imitrex, baclofen and depakote; for sinus headaches: sudafed, tylenol and otc naproxen; for an unreported indication: clarinex from (B)(6) 2008 to (B)(6) 2019, paragard iud from (B)(6) 2007 to (B)(6) 2008, ortho-tri-cyclen 28 from (B)(6) 2006 to (B)(6) 2006, ortho-tri-cyclen from 2003 to 2005, otc vitamin b12 500 mcg and otc anti inflammatories. Concurrent conditions included abdominal tenderness since (B)(6) 2014, abdominal cramps since (B)(6) 2014, eye pain since (B)(6) 2014, nasal congestion since (B)(6) 2014, lumbago since (B)(6) 2013, cervicalgia since (B)(6) 2013, joint pain since (B)(6) 2013, urinary tract infection since (B)(6) 2013, syncope since (B)(6) 2013, hypokalemia since (B)(6) 2012, dyspepsia since (B)(6) 2009, headache since (B)(6) 2007, leg pain, insomnia nos, rectal pain, ulnar nerve injury, sinusitis, diarrhea, ulnar nerve palsy, cubital tunnel syndrome, cervical spondylosis, fever, streptococcus pyogenes test positive, streptococcal sore throat, vomiting, weakness, diarrhoea haemorrhagic, painful defaecation, acute pharyngitis, emotional liability, dehydration, orthostatic hypotension, twitching, weight loss, cervical dysplasia, hypertension, dizziness, transient visual loss, eustachian tube dysfunction, swelling of hands, grip strength decreased, movements abnormal, eye swelling, sticky discharge from eye, red eye, eye pruritus, eye irritation, herpes eyelid, flu, rheumatic heart disease nos, musculoskeletal stiffness, chills, general body pain, unable to swallow, breathlessness, feeding disorder, allergy nos, gas evolution in intestine, ovarian cyst nos, kidney stone, pelvic discomfort, coccyx pain, mucous discharge, post coital bleeding, cervical discharge, endometriosis, dysuria, squamous cell metaplasia, adenomyosis and lightheadedness. Family history included ovarian cancer. Concomitant products included norethisterone (ortho micronor) from (B)(6) 2015 to (B)(6) 2015 for bleeding, propranolol for headache, propranolol hydrochloride (inderal) for migraine as well as codeine phosphate;guaifenesin (gani-tuss nr) since (B)(6) 2008, ibuprofen (motrin) from (B)(6) 2008 to (B)(6) 2015, ibuprofen from (B)(6) 2008 to (B)(6) 2015, levofloxacin (lovenox) from (B)(6) 2015 to (B)(6) 2015, naproxen sodium (aleve), paracetamol (acetaminophen) since (B)(6) 2008, potassium, rizatriptan benzoate (maxalt), steroids and vitamins nos (multivitamins). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (B)(6) hysterectomy / bilateral salpingectomy-essure devices:one remaining in right ft. Other removed). At the time of the report, the device dislocation, procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as - (B)(6) 2005 and now (B)(6) 2008 as per pfs. Current weight (B)(6). I suspect that there may be something wrong with the essure coil in the right since she describes the "electric jolt". Essure device was placed in the right tube 1 coil visible after complete deployment. 3 coils were visible from the left tubal ostia after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Abdomen scan - on (B)(6) 2015: moderate colonic stool. Bilateral essure coils appear to be within gross normal anatomic positioning and overall no bowel obstructive findings or acute process is seen.. Culture urine - on (B)(6) 2015: bacteriology result: growth 80,000 cfu/ml. Multiple organisms present probable contam. Human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2012: negative. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Status post essure procedure with no evidence of contrast entering the fallopian tubes or spillage into the peritoneal cavity. Pathology test - on (B)(6) 2009: diagnosis: fallopian tube (right), salpingectomy: no histopathologic abnormality. Fallopian tube (left), salpingectomy: no histopathologic abnormality. Gross identification of "essure" coil. Uterus, cervix, hysterectomy: 54 g specimens. Reactive squamous metaplasia. Benign endocervical mucosa. Adenomyosis. Thin attenuated endometrial lining. Gross description: (right fallopian tube) a dark purple to gray fallopian tube is 4.5 x 1 cm. (Left fallopian tube with essure coil) a metal coil is 5 j( 0.1 cm. The tube is dark purple to gray and focally 4 x 0.7 cm. Ultrasound breast - on (B)(6) 2012: palpable abnormality corresponds to area of fibrocystic breast tissue. Ultrasound pelvis - on (B)(6) 2015: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were reported via medical record device migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received- case becomes incident. New events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), essure coil migration, procedural bleeding, medical device monitoring error and weight gain were added. Outcome of pelvic pain updated to recovering/resolving from unknown. Product indication was updated. Explant date was added. Patient¿s date of birth, height and race were added. New reporters were added. Concomitant drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.